Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of an implant of a 29mm sapien 3 in pulmonic position. After the alterra and sapien 3 implant, the patient presented high gradients (25mmhg). One day after the procedure the gradients increased (40mmhg). The patient was stable and the valve was properly functioning after the procedure. The gradients then dropped to values of 30 mmhg and the patient will be follow-up carefully to assess if a re-intervention is needed. Finally the patient undergo surgery, the valve was explanted and a surgical valve was implanted in replacement. As per physician opinion this might be linked by the anatomical narrowing at the rvot level, the inflow of the alterra interacting with the blood flow.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve increased gradients was empirically confirmed based on provided information. Presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufa cturing non-conformance would have contributed to the complaint event. A review of if u/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''after the alterra and sapien 3 implant, the patient presented high gradients (25mmhg). One day after the procedure the gradients increased (40mmhg). The patient was stable and the valve was properly functioning after the procedure. The gradients then dropped to values of 30 mmhg''. It is normal to have a small gradient across a prosthetic valve after implant. Elevated gradients may indicate obstructed flow across the valve. In this case, information provided suggested that the patient presented an anatomical narrowing at the rvot level. If the valve orifice is narrowed, the pressure on the front of the valve builds up as blood is forced through the narrow opening, which causes a larger pressure difference between the front and back of the valve. An increase in gradients may also result from patient factors including thrombosis wherein the leaflet is not functional optimally. Potential risk factors for developing thrombosis may include underlying patient conditions combined with sub-optimal anticoagulation during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined at this time. No device or manufacturing nonconformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.